Manufacturer narrative:
Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported a capsular contracture baker grade lv .this relates to the left side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker IV.

Event description:
Healthcare professional reported a capsular contracture baker grade lv . This relates to the left side. Device has been explanted and replaced with a non - allergan device.